Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the pump history was reviewed and no evidence of battery life issue was observed. The battery voltages in the black box were within normal specifications. The pump's current draws were all measured to be within specification. There was no intermittent connections or moisture damage observed. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked on the side near the threads and below the bumper pad. The cartridge compartment was damaged near the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.